Event description:
On 04/2007, the tip of the threaded removal driver was found to be broken off and missing during a surgical kit inventory restocking by the sale representative. It is unknown when the tip was damaged.

Manufacturer narrative:
The investigation was completed by reviewing the device history record for the product and performing an analysis of the returned part. The product met performance specifications. The returned driver showed the driver tip was broken; therefore, the driver could not function as intended. It is unknown how the driver was damaged. Further investigation is pending.